Event description:
This event was discovered when pmt initiated a review of a registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. Patient (m, yob 1979) was treated on 11/11/2019 involving bilateral implantation of cavux cage-b and 1x ally bone screw at l5-s1 as part of a treatment for symptoms related to herniated disc and lumbar instability, radiculopathy, and retrolisthesis. On (B)(6) 2020 they were subsequently revised at the left l5-s1 to treat persistent radiculopathy likely due to non-union. A foraminotomy and facetectomy was performed at the site to further decompress the nerve root which involved removing previously implanted facet cage. In addition, percutaneous pedicle screw fixation was performed at the same left l5-s1 location.